Manufacturer narrative:
Concomitant medical products: product ID 3887-33, lot# j0210088v, implanted: (B)(6) 2002, explanted: (B)(6) 2015, product type: lead. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The healthcare provider reported via the manufacturer's representative (rep) the implantable neurostimulator (ins) appeared to be approaching the skin due to significant weight loss. The physician recommended a pocket revision but it hadn't been scheduled yet. On (B)(6) another rep. Further reported the patient developed an open sore over the ins. The physician was concerned about possible infection and decided to explant the entire system on (B)(6) and treat the patient with antibiotics. The ins pocket was opened and cultures were sent. There were no results of the cultures available at the current time. It was unknown if the issue was resolved at the current time. Relevant medical history includes radicular pain syndrome (radiculopathies).

Manufacturer narrative:
Device codes now apply. Device code no longer applies.

Event description:
Additional information received from the consumer reported the patient lost weight which caused the implantable neurostimulator (ins) to shift and it ended up sitting next to her spine which made it harder to charge. It eventually broke through the skin and caused an infection, so it was all removed and replaced at a later time. The weight loss and ins migration occurred in 2015 and the ins breaking through the skin and causing an infection occurred in (B)(6) 2015. The device was explanted to resolve the issues.

Manufacturer narrative:
(B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the infection was confirmed to be sepsis. The caller stated they ended up taking out the implantable neurostimulator (ins) while the infection cleared until they could put in a new ins. No further complications were reported.